Event description:
Customer reported that during use, the alarm did not sound when weight is removed from the sensor. The unit batteries were replaced with a new supply. The battery door shuts properly, and there's no visible damage to the outside of the alarm case. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - alarm, failure to. Product was requested to be returned for evaluation and has not been received. (B)(4).